Manufacturer narrative:
Unit received from customer. Refer to evaluation # (B)(4)-customer stated "handpiece would not cut." Problem verified upon receipt. Found small amount of moisture and rust indicating front o-ring failure. Fluid reached the core during prime cycle shorting out the handpiece. No visible defects near o-ring seal. The DHR for lot 10213-07 was reviewed. The part met manufacturing specifications when released and there were no issues related to the complaint. There were (B)(4) units released from lot 10213-07. A review of lot history showed that there were two complaints from this lot. This lot has a failure rate of (B)(4).

Event description:
Hand piece would not cut.